Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the during a unicondular knee arthroplasty, the ar-611-5 pin snapped in the femur. It broke flush to the bone and it was not retrieved from the patient. The ibalance uka femoral implant was inserted over the broken pin in the femur.